Manufacturer narrative:
Retainer ring = clear. On 02-dec-2019, the customer alleged was for low bg due to over delivery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, stained keypad overlay and cracked keypad overlay during the visual inspection. Thus and carelink was utilized and downloaded trace/history files properly. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0868. No under delivery anomalies noted during test. Cannot list down the bolus delivered due to data on event date missing on download history/trace. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low bg or possible over delivery anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by a diabetes educator that the customer experienced low blood glucose with unknown blood glucose levels at the time of the incidents. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering due to frequent lows. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.